Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on the complaint date, the patient's blood glucose reading was at 445 mg/dl with extreme thirst and excessive urination. It was reported that the patient was treated with insulin via injection and pump by the school registered nurse. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Reportedly, the pump alarmed for call service 088, a software testing related alarm. Review of alarm history showed that the alarm occurred multiple times in the past 30 days. Troubleshooting was unable to resolve the reported alarm issue. This complaint is being reported because the patient experienced severe hyperglycemia related to a call service alarm issue of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/05/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged call service alarm issue was verified in the black box and but not duplicated in the evaluation. Review of the black box data found records of the reported call service alarm eight and three days before the complaint date. Deliveries were resumed shortly after the alarm. On the complaint date, the reported call service alarm occurred twice and delivery was never resumed after the second occurrence. The total daily delivery added up correctly and reflected the users programmed basal rates. The pump powered up and functioned properly. The pump¿s delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any call service alarm. Pump casing was opened and no evidence of moisture intrusion, damage to the printed circuit board or internal components was found. (B)(4).